Event description:
A discordant, falsely elevated potassium result was obtained on one patient sample on a dimension vista 500 instrument. It is unknown if the discordant result was reported to the physician(s). The patient was redrawn and the new sample was run on the same instrument and resulted lower. The original sample from the patient was then rerun twice on the same instrument and resulted lower. It is unknown if the rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. System checks were acceptable and quality controls were within range. The sample had resulted as expected upon repeat testing on the same instrument. The cause of the discordant, falsely elevated potassium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.